Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that this event was notified to the italian ministry of health as an incident. The pt is a (B)(6). The customer reports that the unit was positioned on (B)(6) 2013. A wet area was noticed on clothes and sheets, close to the uvc. It was controlled and, at quite 2 cm far from the distal connector, a hole was found. The catheter was cut by the customer in order to remove the section with hole, and the remaining part of catheter was connected to a peripheral venous catheter. After a few hours, the catheter was removed. The pt's status is unk.